Event description:
Hello, I'm an in-home patient with a "jp drain". Currently, I use the following product from tyco/healthcare: kendall curity gauze sponges, sterile lot: 83414701, "2004-1" problem: noticed a black particle as soon as I opened the package. Dates of use: 2009, continued if particle. Diagnosis or reason for use: jp drain, liver.